Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-13194. It was reported the patient endured a burn at her ipg site after charging her scs system for approximately 3 hours. The patient was treated with a mupirocin 2% ointment which helped relieve the redness. A new replacement charger was sent to the patient on (B)(6) 2013.